Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a family member of the patient that the patient was experiencing syncope and fatigue. The patient's implantable pulse generator (ipg) was explanted and replaced about two weeks after the family member report. Follow-up with the patient's clinic has not been successful to date. No further patient complications have been reported as a result of this event.